Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator consistently failed. A field service engineer replaced the latch on the smart remote manager and the fridge was opened and closed multiple times to test the functionality and ensure that the latch was working correctly through multiple cycles of operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a fridge failure. The customer reported that it shows hardware failure icon on medstation. It was affecting the patient care. There were no adverse events or injuries reported as a result of this incident.